Event description:
The manufacturer received information alleging a disparity in volumes programmed and an unusual noise at the end of the breathing cycle when it expires on a ventilator. There was no harm or injury reported. The device was evaluated by a service representative which confirmed the reported issue of the volumes being out of the established range due to an intermittent failure of one of the sensors on the system board.  The system board will be replaced to address the issue. A review of the error log was performed which found no additional errors.  In addition, the service representative said the oxygen module will need replaced.